Event description:
It was reported that for the last two or three refills, the volume discrepancies had been increasing. It was noted that the expected residual volume (erv) was 2 ml and the actual residual volume (arv) was 7 ml. The patient reportedly did not have any symptoms or complications associated with the event. The doctor decided to explant and replace the pump on (B)(6) 2014 before any signs or symptoms of overdose presented. The patient's pump was intended to infuse hydromorphone, bupivacaine, and clonidine. The issue was reportedly resolved. Additional information was requested to determine patient status post-replacement.

Event description:
Additional information reported the previous volume discrepancies. On (B)(6) 2013, the erv was 5.5ml and the arv was 0ml. On (B)(6) 2014 the erv was 11.7ml and the arv was 7.0ml. On (B)(6) 2014, the erv was 4.5ml and the arv was 0.5ml. On (B)(6) 2014, the erv was 7ml and the arv was 2.5ml.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Additional analysis of the pump (sn (B)(4)) was performed because the pump was part of an over infusion CAPA. Engineering wanted to do a pump tube test so the rest of the destructive analysis was required to be conducted. Destructive analysis did not reveal anything new. No new or additional findings were noted. The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Eval code-conclusion has been removed as it no longer applicable to the event and replaced.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a miscellaneous overinfusion due to an undetermined root cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.